Manufacturer narrative:
Subject device has been received; no conclusion could be drawn as the device is entering the complaint system. Device history review: manufacturing location: (B)(4) - manufacturing date: june 30, 2008 no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Part will not be returned as it was disposed of by the facility. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the insertion of a trochanteric fixation nail (tfn), an 8.5 mm reaming head broke inside the patient during reaming. Some pieces of the reamer head remained retained in the patient. There was a 10 to 15 minute surgical delay reported. Procedure was completed successfully. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the complaint condition for the 352.085 lot number 18079 8.5 medullary reamer head and the unknown reaming rod was likely caused by over seven years of use; however, this complaint is not likely a result of any design related deficiency. Per the technique guide, the 352.085 8.5mm medullary reamer head and the reaming rod are instruments routinely used in the flexible reamers for intramedullary nails system. The devices were returned and reported to have broken while reaming a femur for a trochanteric fixation nail. This condition is confirmed; the distal circumference of the reamer head is entirely broken off along a jagged fracture surface. The small ball from the distal tip of the reaming rod was returned broken from the shaft of the device. It is likely that seven years of use had dulled the reamer head causing it to break during use leading to this complaint condition. The reaming rod likely broke at the same time the reamer head broke apart. The 352.085 reamer head was manufactured in june 2008 and is over seven years old. The balance of the returned device is in fairly worn condition with some markings along the cutting edges. The relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The small ball from the distal tip of the reaming rod was returned broken from the shaft of the device. The device was found upon investigation by the manufacturer. This is report 1 of 2 for (B)(4).